Event description:
The facility reported a pump with a depleted battery. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.

Manufacturer narrative:
A req. For the return of the device has been made.